Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed and product found to be in fair condition with a scratched screen. Customer's complaint of double beeping for no cassette was not verified. The event log did show have any indications of the error. Service will replace the downstream occlusion sensor as a preventative measure. Use testing was performed. The problem source is unknown.

Event description:
Information was received that the cadd legacy pump double beeps no cassette. No reported adverse effects.

Event description:
Additional information received: occurred during testing, no patient involvement.